Event description:
Same case as: 2134265-2009-05342. It was reported that during a percutaneous transluminal angioplasty and stenting procedure, the stent migrated. The "high grade" stenosis was located in the abdominal aorta. The physician successfully implanted the wallstent endoprosthesis with unistep plus delivery system into the stenosed lesion. As the xxl balloon catheter was advanced into the lumen of the wallstent to post-dilate, the balloon became caught on the edge of the wallstent. The wallstent became loose and migrated too and blocked the renal arteries. No attempts were made to remove the wallstent. The procedure was not completed, due to this event. The physician removed the xxl balloon catheter and the patient was taken to surgery to have wallstent removed. It was later noted that the wallstent surgical explant was successful, and the patient's status was noted as "fine".